Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-21, information was received from a patient representative, regarding a patient receiving an unknown drug via an implantable pump for malignant pain. It was reported that it took 4 minutes to get them connected and stuck at 90%. The agent assisted the caller in deleting the data. The caller then tried connecting to myptm and confirmed that they were able to get connected and deliver a bolus without having any issue. The agent reviewed information and advised to contact us back if they need further assistance.